Event description:
The right ventricular (rv) lead was returned with no information. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the proximal segment of the lead was returned and analyzed and the outer insulation was ruptured. The outer insulation of the lead developed a cosmetic depression while in vivo and was observed to have blood ingression. (B)(4).